Event description:
Consumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer. Pharmacist stated that the customer had asked to calibrate the true metrix meter as customer had gone to their doctor who advised them the true metrix meter was 20 points off (undisclosed if compared to another meter or the lab test, fasting or non-fasting.) It was not disclosed if the doctor visit had been a regular checkup or due to any issues with meter. Pharmacist was unable to provide meter serial number and test strip lot information. Pharmacist provided customer's contact information; manufacturer attempted to contact customer to assist with the initial concern but was unable to establish contact with customer. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacy due to meter results; it was not disclosed if customer had contacted doctor due to issue with the product or if visit had been a regular checkup. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.